Manufacturer narrative:
Devices are expected to be returned for investigation. They have not yet been received. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
General report received of an unspecified number of undocumented incidents leaks with subsequent bleed back. The extension sets were to be used to deliver unspecified concentrations of remicade in 250ml, for durations of 2 hours to 2.5 hours via unspecified plum pumps. The male adapters of unspecified plum primary tubing sets were connected to the female end of the extension sets. The secure lock male adapters of the extension sets were then connected to the female adapters of maxplus clear devices which were connected to the pts' IV access. It was reported that immediately after the deliveries were initiated, leaking of solution was noted at the connection of the tubings and the secure-lok male adapters with subsequent bleed back into the extension sets. The volumes of bleed back into the extension sets were not specified. The tubing sets were replaced and the therapies were resumed. There were no reported adverse pt effects and no reported delays of therapies critical to these pts. No medical interventions were reported. Though requested, no additional info was provided.